Event description:
A user facility patient care technician (pct) reported that one dialyzer blood leak occurred at the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. Blood was visually observed on the dialysate side within the dialysate compartment of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available for return to the manufacturer for evaluation. No photos were available. The pct stated that due to the other similar unknown events involving the same lot, the facility pulled the remaining (57) dialyzers out of service. The pulled dialyzers are being returned to the manufacturing plant for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported that one dialyzer blood leak occurred at the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. Blood was visually observed on the dialysate side within the dialysate compartment of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available for return to the manufacturer for evaluation. No photos were available. The pct stated that due to the other similar unknown events involving the same lot, the facility pulled the remaining (57) dialyzers out of service. The pulled dialyzers are being returned to the manufacturing plant for physical evaluation.

Manufacturer narrative:
Plant investigation: the customer returned 57 companion samples from the reported lot for evaluation. The samples were forwarded to the quality systems (qs) laboratory for testing where one of the samples failed the bubble point test due to a kinked and looped fiber. The fiber was found near the bell housing on the non-cavity ID end of the dialyzer. There was no other damage or irregularities visually noted on the dialyzer or any of the other 56 samples. The probable causes for this failure occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. The reported issue was confirmed.

Manufacturer narrative:
Correction: h4 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported that one dialyzer blood leak occurred at the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. Blood was visually observed on the dialysate side within the dialysate compartment of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available for return to the manufacturer for evaluation. No photos were available. The pct stated that due to the other similar unknown events involving the same lot, the facility pulled the remaining (57) dialyzers out of service. The pulled dialyzers are being returned to the manufacturing plant for physical evaluation.

Event description:
A user facility patient care technician (pct) reported that one dialyzer blood leak occurred at the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. Blood was visually observed on the dialysate side within the dialysate compartment of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available for return to the manufacturer for evaluation. No photos were available. The pct stated that due to the other similar unknown events involving the same lot, the facility pulled the remaining (B)(4) dialyzers out of service. The pulled dialyzers are being returned to the manufacturing plant for physical evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.